Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2019. It was reported that the customer was admitted to the emergency room and experienced positive results in ketones. It was reported that the customer experienced symptoms related to the high blood glucose levels which included vomiting, loose stools, abdominal pain and nausea. It was reported that the customer had ketones level of 7 mmol/l. It was reported that the customer¿s current blood glucose level was 8.7 mmol/l. It was reported that the customer had high blood glucose levels ranged from 15.0 mmol/l to 20.0 mmol/l at the time of incident. It was reported that the customer was treated with intravenous drip with sugar with insulin pump on. It was reported that the doctor decided after two hours to disconnect the customer from the insulin pump because the blood glucose levels were not going up fast enough and the customer was treated with dextrose and insulin via intravenous drip. Troubleshooting was not completed at the time of call. It was reported that the customer does not alleged that the insulin pump was under delivering the insulin. It was reported that the customer declined to check for the presence of leaks and air bubbles in the tubing and reservoir. It was reported that the customer was advised to change the infusion and reservoir. It was reported that the customer has been using insulin pump system within forty eight hours of reported high blood glucose event. Product is not expected to return for analysis.